Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported infusion was running 3.5 hours too fast. A 24-hour chemo infusion took 27 hours. The device was tested at 100ml/hr with a vtbi of 25ml which yielded failing results (23.526ml / 5.9%). The cause was determined to be the pressure plate travels which were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was running 3.5 hours too fast during therapy (dose, programmed amount and delivery rate unknown). A 24 hour chemo infusion took 27 hours. There was no known patient injury or medical intervention associated with this event. No additional information is available.